Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The subtotal stenotic lesion was located in the non-tortuous and very calcified right distal superficial femoral artery. The physician advanced the 3.0x6/135mm sterling balloon catheter to the lesion and on the first inflation inflated the balloon to 16atms and the balloon ruptured. There were no patient complications. The procedure was completed with another 3.0x6/135mm sterling balloon catheter. Patient status is reported as "ok".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.